Manufacturer narrative:
Insulin pump passed self test and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer was assisted for vibrate mode. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.